Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several non-sustained right ventricular lead noise episodes were observed on merlin.net transmissions. Review of egms suspected lead issue. Further testing and lead replacement was recommended. No patient symptoms were reported.

Event description:
New information received notes that the lead was capped and replaced on jan 15, 2019 due to oversensing. Patient was stable.

Event description:
New information received notes that lead insulation breach was also noted on fluoroscopy during the procedure on (B)(6) 2019.